Event description:
On 1/12/99, the facility's operating room dir informed the MFR's sales rep of the following: the device was implanted on 2/18/98. The device was not functioning properly and as a result was explanted on 12/30/98. Upon removal, the device catheter was noted to be "cracked" approx 3" from the device with linear slits that leaked. A 12cm catheter fragment was separated from the device. The report also states that the device was discarded upon removal. No further details are available.